Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 95 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer fell due to the low and broke their femur. The insulin pump will not be returned for analysis as it was lost in the hospital.